Event description:
It was reported that the patient had experienced increasing doses with fluctuating efficacy. The patient also experienced agitation and increased dystonia. The patient was clinically watched and hospitalized. A rotor study was performed and was normal. A catheter dye study was performed a 2ml as aspirated easily. Dye was injected and reached the cerebrospinal fluid (csf) without any noticeable leaks. Anterior-posterior and lateral scans revealed an intact system without leaks. The catheter was primed by the healthcare provider (hcp). No changes to daily drug deliver were made. There was no alleged product issue. Additional information indicated that the event was attributed to the catheter, as it was possible that the catheter length was estimated incorrectly. The event date was indicated to be (B)(6) 2015. The patient status at this time was indicated to be ¿alive-no injury¿. As of (B)(6) 2015, the patient had recovered without permanent impairment. The device system was used to deliver compounded baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).